Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sales representative (sr) received a call from two hospitals. The first hospital inserted an intra-aortic balloon (iab) into the patient's femoral artery (pt) on saturday afternoon and transferred her to their affiliate to await heart surgery. Approximately 24 hours later on sunday, the rn in the cardiac care unit (ccu) noted frank blood in the tubing. The rn called the md who had just been in the room examining the pt back into the room. At this time the iab was clamped off and removed. A competitor's iab was inserted via the femoral artery. The hospital that inserted the first iab used an arrow product because that is the brand they use however; they do use a competitor's pump. When the pt was transferred to the second facility, this hospital only uses the competitors iab's and pumps. The sr met with the ccu clinical nurse specialist (cns) at the second facility to pick up the iab. The cns stated that the pt was alert and hypotensive. The cns also said the pump was sent down to biomed. According to the cns the staff was not familiar with the arrow iab. There were some questions related to the helium driveline tubing. It was explained to both hospitals that the tubing is in every box for the purpose of connecting to the competitor's pump. The first hospital used it correctly, as they have been with all iab insertions. The pt is ok and still on counterpulsation therapy awaiting heart surgery. The pt received intra-aortic balloon pump (iabp) therapy for 24 hours prior to the event. It is unknown if the competitor's iab was inserted into the same insertion site. There was a 15 minute delay in iabp therapy. The patient outcome is listed as ok. It is unknown if the pump alarmed.

Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was a 40cc 7.5fr ultraflex iab. A 40cc inflation driveline tubing was also returned. Blood was noted on the interior of the 40cc inflation driveline tubing. Upon return, the iab hemostasis cuff was connected to the cathgard. A competitor's sheath was approximately 29.8cm from the iab distal tip. Some fluid was noted inside the sidearm of the competitor's sheath. Blood was observed on the exterior of the sheath, bifurcate, bladder, cathgard and on the interior of the bladder and short driveline tubing. The one-way valve was connected and tethered to the short driveline tubing. Blood / debris was noted inside the one-way valve connection. Bends were noted at approximately 61cm and 71cm from the iab distal tip. The bladder thickness was measured at various locations and was within specification. The one-way valve was tested and failed. A vacuum was pulled on the iab and it immediately lost pressure. This was repeated five separate times with similar results. It was noted that some blood was observed within the one-way valve. See other remarks section for continuation. Other remarks: the one-way valve was properly cleaned and tested again; the one-way valve passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The iab was submerged in water and leak tested. A leak was immediately noticeable from bladder membrane. Under microscopic inspection, abrasions were observed at approximately 20.1cm from the iab distal. A full thickness abrasion to the bladder was confirmed and the appearance was consistent with repeated contact with calcified plaque on the aortic wall. A lab inventory 0.025 inch spring wire guide (swg) was front loaded through the iab luer end and met resistance at 9.9cm and 20.5cm. It then exited through the iab distal tip while excreting blood through the distal tip before exiting. The swg was back loaded through iab distal tip and met resistance at 61.4cm and 74cm. The swg was able to advance. Blood exited with the swg. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in helium pathway is confirmed. The bladder has a full thickness abrasion which allowed blood to enter the iab. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall.

Event description:
It was reported that the sales representative (sr) received a call from two hospitals. The first hospital inserted an intra-aortic balloon (iab) into the patient's femoral artery (pt) on saturday afternoon and transferred her to their affiliate to await heart surgery. Approximately 24 hours later on sunday, the rn in the cardiac care unit (ccu) noted frank blood in the tubing. The rn called the md who had just been in the room examining the pt back into the room. At this time the iab was clamped off and removed. A competitor's iab was inserted via the femoral artery. The hospital that inserted the first iab used an arrow product because that is the brand they use however; they do use a competitor's pump. When the pt was transferred to the second facility, this hospital only uses the competitors iab's and pumps. The sr met with the ccu clinical nurse specialist (cns) at the second facility to pick up the iab. The cns stated that the pt was alert and hypotensive. The cns also said the pump was sent down to biomed. According to the cns the staff was not familiar with the arrow iab. There were some questions related to the helium driveline tubing. It was explained to both hospitals that the tubing is in every box for the purpose of connecting to the competitor's pump. The first hospital used it correctly, as they have been with all iab insertions. The pt is ok and still on counterpulsation therapy awaiting heart surgery. The pt received intra-aortic balloon pump (iabp) therapy for 24 hours prior to the event. It is unknown if the competitor's iab was inserted into the same insertion site. There was a 15 minute delay in iabp therapy. The patient outcome is listed as ok. It is unknown if the pump alarmed.